Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. Lead will be monitored. There were no adverse consequences to the patient.